Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number an1322 and no non-conformance's related to the reported complaint condition were identified. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one a pds suture of product code ez10 was received for evaluation. The cannula was not available for evaluation. The visual inspection concluded the knot was configured correctly and conform to the visual standard. A functional test cannot be performed since the suture was cutted of the plastic plug. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. Additional information was requested and the following was obtained: when was the suture could not be pulled (in the package, during removal from package, during handling or during use on the patient)? Please specify during use on the patient. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture could not be pulled. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.